Manufacturer narrative:
The investigation has been completed and the touch screen issue was verified. Based on the analysis, the alleged malfunction issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the pump touch screen was cracked, unresponsive, no longer functional. Additionally, it was reported that a malfunction alarm occurred. There was no known impact to the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.